Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that tubing leaks at various places within the IV line while infusing chemotherapeutic medications and saline. There was no patient harm.

Event description:
The customer reported that tubing leaks at various places within the IV line while infusing chemotherapeutic medications and saline. There was no patient harm.